Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution flowed at a slower rate than expected with a clearlink solution set. This occurred during flow rate accuracy testing using a flogard pump with the set. The reporter stated that the pump was "programmed with a primary rate of 1800 ml/h with a vtbi of 30 ml"; however, "the result was a consistent 24 ml¿s delivered (-20%)." The programmed flow rate was then dopped to 900, 300, and 100 ml/hour, but the actual flow rate remained 24 ml/hour. The reporter indicated that there was no issue with the pump as different sets (non-baxter products) passed the test with the same pump. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.